Event description:
It was reported that this right ventricular lead experienced perforation of the pericardium of the patient. A magnet was used in order to turn off the therapy of the device and a temporary pacemaker was given, however the initially implanted device kept pacing intermittently. It was decided to turn off the therapy of the previously implanted pacemaker the next day. At this time, this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: impact codes.

Event description:
It was reported that this right ventricular lead experienced perforation of the pericardium of the patient. A magnet was used in order to turn off the therapy of the device and a temporary pacemaker was given, however the initially implanted device kept pacing intermittently. It was decided to turn off the therapy of the previously implanted pacemaker the next day. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: impact codes.

Event description:
It was reported that this right ventricular lead experienced perforation of the pericardium of the patient. A magnet was used in order to turn off the therapy of the device and a temporary pacemaker was given, however the initially implanted device kept pacing intermittently. It was decided to turn off the therapy of the previously implanted pacemaker the next day. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This lead was returned to boston scientific for analysis.